Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. There were numerous hypotube kinks. There was blood in the inflation lumen. There was a pinhole in the balloon wall over the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material and the ro markerband that could have contributed to the damage. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A non-bsc guide catheter was placed. After a non-bsc guidewire was advanced to cross the lesion, rotablation was performed. Subsequently, a 2.00mm x 15mm emerge¿ balloon catheter was advanced to predilate the 1st diagonal branch. However, pressure was not increased from 4 atmospheres on the 1st inflation. The device was completely removed and the balloon was found to have ruptured. The procedure was completed a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A non-bsc guide catheter was placed. After a non-bsc guidewire was advanced to cross the lesion, rotablation was performed. Subsequently, a 2.00mm x 15mm emerge balloon catheter was advanced to predilate the 1st diagonal branch. However, pressure was not increased from 4 atmospheres on the 1st inflation. The device was completely removed and the balloon was found to have ruptured. The procedure was completed a different device. No patient complications were reported and patient's status was good.